Event description:
It was reported by customer that they had been hospitalized for high blood glucose levels in (B)(6) 2014. Customer's blood glucose level was over 500 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.